Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2013 due to patient allegations of personal injury and pain. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with active articulation components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain, difficulty walking, and elevated metal ions. Revision op report notes the presence of fluid, metal debris, metal-stained synovial granulation tissue, chronic inflammation, and a lesion posterior to the acetabular component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2008 and a revision procedure on (B)(6) 2013 due to patient allegations of personal injury and pain. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with active articulation components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain, difficulty walking, and elevated metal ions. Revision op report notes the presence of fluid, metal debris, metal-stained synovial granulation tissue, chronic inflammation, and a lesion posterior to the acetabular component. Additional information received noted that on (B)(6) 2013, (B)(6) 2014 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03021, 3023).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2013 due to patient allegations of personal injury and pain. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with active articulation components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.